Event description:
Patient arrived for infusion, port accessed, and flushed, caps applied. No leaking noted. Upon completion of infusion port flushed through cap (new type). Leaking noted around blunt catheter. Cap removed and syringe luer-locked in to complete flush.what was the original intended procedure?infusion.